Event description:
It was reported to philips that the system was unable to emit x-rays. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the coronary procedure was performed when the issue happened. The philips remote service engineer (rse) examined the system remotely and confirmed the reported issue. After reviewing the log, rse found that fd controller is causing the problem. A philips field service engineer (fse) examined the system on-site and upon troubleshooting action, fse found that fd controller intermittently does not boot. To resolve the issue, fse replaced the flat detector controller and return the part for further analysis, and it found the component may prevent flashlight from initializing, making the part non-operational. After replacing the flat detector controller, the system was returned to use in good working order. The codes were updated based on the investigation outcome.